Event description:
It was reported they were able to aspirate the reservoir without difficulty but unable to fill it completely. At the refill the hcp aspirated the 5ml that he expected but he was only able to get 20ml into a 40ml pump. Hcp aspirated and attempted to fill the pump three times but was only able to get 20ml in the pump. The pump was delivering hydromorphone and clonidine. It was later reported the cause of the event was unknown. The patient was seen in the clinic on (B)(6). The patient's back pain was well controlled. The patient was taking hydromorphone to help with leg pain. The patient's sleep was disturbed due to the pain. The patient had redness across the anterior abdominal wall of the pump. It was noted there was slight edema across the incision. The physician consulted with the infectious disease physician. A sample of fluid collected in the intrathecal pocket was removed and sent for culture and sensitivity. On the advice of the infectious disease physician the patient was started on duricef 500mg daily. The pump was refilled and telemetry was performed. The patient experienced fatigue and weight gain. The patient was to contact the physician in two weeks with an update. The patient was seen in the clinic on (B)(6). The "area is severely red" and the patient was in a lot of pain which required the patient to take extra breakthrough pain medication. The patient took dilaudid and flexeril and did not get relief. The patient was feeling better the next day. An x-ray was performed on (B)(6). The physician reviewed the "images under fluoroscopy of the pump." There did not appear to be any issues.

Event description:
Additional information received reported the patient outcome was no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).